Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, even though customer followed pump instructions and had no prior history of similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge, was able to successfully resume insulin therapy, and issue was resolved with no further action reported.